Event description:
A malfunction alarm was reported, specifically malf 0, although there were no notable events leading up to the issue. The customer's blood glucose level remained under 500 mg/dl and was within the normal range. Technical support assisted the caller by providing instructions on resetting the pump, which resolved the problem. The customer was advised to continue using the pump and to contact support again if the malfunction recurs, which the caller acknowledged and understood.